Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb113071 was released in a single batch. Batch1: released on august 27, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation and the product was sent to r&d: raynham for functional investigation. Visual analysis of the returned sample revealed that torque limiting handle 80in-lb was having scratches on the device and no other issues were identified. The dimensional inspection was not performed torque limiting handle 80in-lb due to the nature of the complaint condition. The functional test was performed by raynham npd lab. The device failed the torque test. The device failed high. Thus, the alleged over torque condition can be confirmed from the torque test performed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for torque limiting handle 80in-lb. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawing reflecting the current and manufacture revision was reviewed: -expedium rorque limiting handle assembly device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 surgeon tried to use the navigation handle for spinal fusion treating spinal canal stenosis but both the orange handle and the upper metal component (in gold) were immovable. Two events were involved with this case. In the second event torque was not applied with the torque limiting handle. Procedure was completed with replacements. This report is for one (1) expedium spine system torque limiting handle 80in-lb. This is report 1 of 1 for complaint (B)(4).